Event description:
It was reported the pt has lost stimulation coverage. An sjm rep reprogrammed successfully, however, the stimulation coverage was lost the following day. Diagnostic testing showed many invalid impedances. An x-ray was inconclusive, but a lead fracture or disconnection is suspected. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.